Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate au480 clinical chemistry analyzer. The fse inspected the instrument and replaced the ise (ion selective electrode) tubing, and electrodes (na, k, and cl) to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No further issue was reported after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au480 generated erroneous low ise (ion selective electrode) patient results for sodium (na), potassium (k), and chloride (cl). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.